Event description:
It was reported a hospital complained that 50 devices presented issue. In some devices, the urine came out on the chamber, some devices presented the break in the pouch's weld, some devices when they try to open the valve the urine doesn't drop to the chamber and in other devices the handle is hard to above. It was stated, the complainant doesn't have details about the hospital's complaint. This report is to encompass the "break in the pouch's weld".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was stated, the device was removed or discontinued (it was discarded and a new one was placed. Additional info was received which states, "we don't have anymore info about these cases. We just know that the 50 units (or more) presented issue, but we don't know how many units presented issue in the chamber, or in the handle, or in the pouch. The hospital doesn't have this info registered, but we orientated the hospital about the importance of registering complaints." The true root cause for the failure "the break is in the pouch's weld" can not be identified on the base of info received. Info was forwarded to supplier of bags. Device history files of manufacturing process of the lot have been checked. The results of review showed that all relevant tests performed during manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity was registered during manufacturing process. Testing of tear mark is a part of in-process inspection during common manufacturing process. Tear mark has to be easy to open them without any use of instruments, checked by manual opening. We have registered other complaint of this nature. According to info received from our production staff, we have no issue of this nature during production process. No corrective action is required at the moment. Should additional info become available a follow-up report will be submitted. A return sample for eval is not expected. Note: there are (B)(4) cases associated with this devices; therefore, a separate FDA form 3500a has been generated to address the other (B)(4) cases.